Event description:
The customer reported to beckman coulter (bec) that there was a clenz leak on the coulter lh 750 hematology analyzer. The volume of the leak was less than 30 ml and was not contained within the instrument. The instrument generated differential background failure in connection to this event. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found cleaner leaking from solenoid 18 and the differential background failing. The fse replaced the tubing at the solenoid 18 that fixed the leak. As incidental service the fse replaced the differential stabilyse pump that fixed the differential background failure because it was pulling air. Failure mode was attributed to the leak from the solenoid 18, and differential stabilyse pump pulling air. (B)(4).